Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing, and an event history log review. The power-on self-test and the event history log review verified the f-38 alarm code. The cause of the f-38 alarm code was determined be force sensing resistors that were out of specification. The resistors were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.